Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/20/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the alarm history confirmed reoccurring call service (cs) 52 and cs 54 alarms on the date of complaint (B)(6) 2015; however; the reported blank display screen was not duplicated during investigation. The display was found to be legible. Unrelated to the complaint, the bolus button was found to be leaking during a leak test. The audio bolus button (abb) cover was found to be damaged/punctured; however, the bolus button was still found to be responsive. The abb cover was removed; there was glue residue and debris found inside the abb compartment. The pump was opened; there was evidence of moisture found on the support bracket, inside cover and on the main pcb. The battery compartment was also found to be leaking below the bumper at the case seal. The display screen was also dim, faded and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.